Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the small battery drive device was worn out and did not work anymore. It was further determined that the device failed the following pre-tests for check power with test bench, min.67.5 to 110 w, check the function with epd-console, check compatibility between colibri/sbd and colibr ii/ small battery drive (sbd) ii, check the triggers and electronic control unit (ecu) function, check switching function, check the oscillation angle and check the off/osc/on switch mode function. It was reported in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.